Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there were low bipolar and unipolar impedance measurements following implantation of the right atrial lead, beginning on (B)(6) 2025. Additionally, noise was observed on the right atrial channel in device recordings. It was noted that some difficulty was encountered during insertion of the right atrial lead into the header of the device at the time of implant. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026. Additional report of clavicular crush and oversensing was received. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.